Event description:
On (B)(6), 2011, a patient was placed under ecc for a surgical procedure on the thoracic aorta. In order to connect the cannula, a vascular prosthesis was anastomosed on the left subclavian artery (termino-lateral anastomosis). When the pump was turned on (150 mmhg), an unusual bleeding was observed through this vascular graft. The operation was however successful, but with a more important blood loss than usual. It was reported that there was no patient injury.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing at 120mmhg of eight products coated on the same day as the complaint device indicated values well within product specifications. A retention sample coated on the same day and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. Please note that the device was not used in an approved indication. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.